Event description:
Edwards received notification of a pascal in mitral procedure where an implant was opened but not attempted due to unable to close at prep. During the initial assessment, the device was functioning properly. However, during elongation for loader engagement, squeaking noise occurred. Upon attempting to close the implant, the paddles immobilized in the capture ready position, and one of the finger components detached from the assembly. The physician attempted three additional devices but aborted due to high gradient and significant residual mr (mitral regurgitation). The procedure was completed and mr remained severe. The device will be returned.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. B2: other serious - even though there was no reintervention the final mitral regurgitation reduction was impacted by the event.